Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an increase in the hvlic was observed. Pocket manipulation, isometrics and arm positioning while hv lead impedance testing were performed. No anomalies were found. The physician will continue to monitor the lead.

Manufacturer narrative:
The lead was returned in three pieces. One piece, 37.2 cm in length from the distal tip had multiple internal abrasions. The rv cables were broken at approximately 5.5 cm from the distal tip which would cause the reported high hv lead impedance.